Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and booted. A manual test was performed and passed as sound was heard from the speaker. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.